Event description:
It was reported that the patient was complaining of pocket stimulation. The implantable pulse generator (ipg) is at end of life (eol) and they are unable to communicate with the device. The physician has chosen to leave the device implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).